Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open sore on her side. The electrode belt electrodes were rearranged so as not to interfere with the patient's sore. The medical outcome of the patient's sore is unknown.